Manufacturer narrative:
Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of embolization of the valve (article patient) cannot be confirmed. Patient factors were not provided. However, at the time of the event, deployment of the sapien xt valve was not currently indicated in a previously implanted surgical bioprosthetic valve or in the mitral position; therefore there is no guidance to instruct the operator how to position the sapien xt valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Lenard conradi, m. (2015). Transcatheter valve-in-valve therapy using 6 different devices in 4 anatomic positions: clinical outcome and technical considerations. The journal of thoracic and cardiovascular surgery, 1557-1567. No testing methods performed. No results available since no evaluation performed .conclusion: known inherent risk of procedure.

Event description:
As reported in an article published by the journal of thoracic and cardiovascular surgery, during valve deployment of a 26mm sapien xt valve by transapical approach, the valve embolized into the aorta. The valve was retracted into the descending thoracic aorta with subsequent implantation of a sequential 26mm sapien xt valve. The further clinical course was uneventful.